Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that a heparin bag with 25000units/250ml was discovered empty sooner than expected, 75 minutes after hanging a new bag. The order was for a 5000unit bolus and a continuous infusion of 10ml/hr. The pump was verified by the customer to be programmed for a rate of 10ml/hr not using the guardrails library, recorded a volume infused of 11.09ml, and no holes or leaks were noted on the disposables. Stat ptt and cbc labs were ordered and drawn, and the patient was monitored more frequently. No signs of bleeding were noted. No patient harm reported.

Manufacturer narrative:
The customer¿s report of a heparin bag discovered empty sooner than expected was not confirmed nor replicated. Analysis of the pcu event log shows that the pump module was programmed to infuse drug ID 135 at a rate of 10ml/hr with a vtbi of 230ml at 11:19 am on (B)(6) 2016. At 12:26 pm, the device alarmed for air in line. At 12:40 pm, the device was paused and was subsequently channeled off at 12:52 pm. The volume recorded during this period was 11.09ml. The root cause of the customer¿s report of a heparin bag discovered empty sooner than expected was not identified. No device was returned for investigation.